Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist, approximately 4 years post tavr with a 23 mm sapien 3 ultra valve, the valve failed. Endocarditis and halt experienced in (B)(6) 2024. Symptoms and gradient did not resolve with antibiotics and blood thinners. As a result, a 23 mm sapien 3 ultra resilia valve was implanted in a valve in valve procedure.

Manufacturer narrative:
A supplemental MDR is being submitted for review of medical records. Sections g3, g6, h2, h6 clinical code, device code and h10 of this report has been updated. Per clinical review, approximately 4 years post tavr with a 23mm sapien 3 ultra valve, the valve failed due to late endocarditis. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.